Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant captiva stent grafts were implanted in a patient for the endovascular treatment of an unknown length acute type b dissection. It was reported during the index procedure the stent graft vamf3632c150tj was implanted proximally and the stent graft vamf3228c150tj was implanted distally. It was reported that the proximal edge of the stent graft covered the left common carotid artery. An additional bare stent was implanted in the lcca to secure blood flow. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was confirmed there is no allegation against the vamf3228c150tj stent graft. It was reported no intervention has taken place to resolve this event. If information is provided in the future, a supplemental report will be issued.